Event description:
Receiving infusion of vancomycin - started on (B)(6) 2014, at 18:06. At 19:15 on (B)(6), rn noted fingers red and swollen and forearm was tight with blanching to back of hand. IV was removed warm compress applied and arm was elevated. At 2115 on (B)(6), small blisters and sloughing noticed on forearm and wrist. Silvadene cream and loose gauze dressing applied. Pump: primary ivf and secondary IV piggy back. Cca set to pedi. No issues noted with tubing.